Event description:
Patient reported the infusion device displayed an e8 power interrupt error and all of the buttons are non-functional. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.